Manufacturer narrative:
The referenced intracranial hemorrhage and subsequent patient death was reported under medwatch MFR report# 2916596-2017-00779. (B)(4). Approximate age of device - 2 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2017 due to a intracranial hemorrhage. When the death was reported, it was also reported that the patient suffered a previously unreported right middle cerebral artery stroke on an unspecified day in (B)(6) 2016.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the report of a suspected stroke could not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.